Event description:
The customer received questionable troponin t, cardiac t (tnt) results for two patient samples. Tnt results from one patient sample were discrepant. The customer repeated the patient sample on this cobas e411 disk analyzer using both this tnt assay and the troponin t stat, cardiac t (tnt stat) assay. The initial tnt stat result was <0.010 ng/ml (accompanied by a data flag). The sample was repeated using the tnt assay and recovered 0.024 ng/ml. The sample was repeated again using the tnt assay and recovered <0.01 ng/ml. The sample was repeated again using the tnt stat assay and recovered <0.01 ng/ml. The only erroneous results were generated from the tnt assay. Erroneous results were not reported outside the laboratory. The tnt reagent lot number was 15930001. The field service representative determined a bent mixing paddle was the cause and he replaced the mixing paddle. The field service representative ran performance tests which were acceptable.